Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited high and out of range pacing impedance. No intervention was performed and the patient will further be monitored. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on 13 feb 2024. The patient condition was stable.